Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for testing. Four events were confirmed during testing. Four devices were found to be affected by internal fluid. One event was not confirmed during testing; the device was found to be within specifications. Five devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.